Event description:
Pt admit (B)(6) 2002 for total left hip replacement. Returned on (B)(6) 2005 for lt hip snapping tensor, required bursectomy and synovectomy. Large area of metallosis. Lg trochanteric bursitis, exostosis synovitis secondary to metallosis. Pt returned (B)(6) 2006 for removal of hardware and lt total hip arthroplasty for total hip revision due to metallosis. Operative report: (B)(6) 2006 subcutaneous tissue found gray/black material which was also found 2 months earlier and removed from trochanteric bursa, now found in synovium lining and acetabulum.